Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device had migrated into the right side of her uterine wall/right essure coil was protruding through the right cornual region"), menorrhagia ("menorrhagia"), pelvic pain ("severe pelvic pain"), dysmenorrhoea ("dysmenorrhea"), ovarian cyst ruptured ("left ruptured ovarian cyst"), cystitis ("cystitis") and nephrolithiasis ("possible kidney stone") in a 28-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criterion medically significant), the first episode of abdominal pain ("abdominal pain") and cervicitis ("cervicitis"). On (B)(6) 2013, the patient experienced cystitis (seriousness criterion medically significant) with haematuria and haemorrhage urinary tract and nephrolithiasis (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced the second episode of abdominal pain ("abdominal pain that radiated into her back."). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and perineal pain ("perineal pain"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, menorrhagia, pelvic pain, dysmenorrhoea, ovarian cyst ruptured, cystitis, cervicitis, the last episode of abdominal pain, perineal pain and nephrolithiasis had resolved. The reporter considered cervicitis, cystitis, dysmenorrhoea, menorrhagia, nephrolithiasis, ovarian cyst ruptured, pelvic pain, perineal pain, uterine perforation, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: after the essure removal, the cause of her problems became obvious, due to their resolution. Diagnostic results: on (B)(6) 2016: ultrasound scan showed essure device had migrated into the right side of her uterine wall. On (B)(6) 2017, the surgical report indicates that the right essure coil was protruding through the right cornual region. Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: possible kidney stone added as event. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure device had migrated into the right side of her uterine wall/right essure coil was protruding through the right cornual region'), menorrhagia ('menorrhagia'), pelvic pain ('severe pelvic pain/ pain'), dysmenorrhoea ('dysmenorrhea'), ovarian cyst ruptured ('left ruptured ovarian cyst'), cystitis ('cystitis') and nephrolithiasis ('possible kidney stone') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criterion medically significant), the first episode of abdominal pain ("abdominal pain") and cervicitis ("cervicitis"). On (B)(6) 2013, the patient experienced cystitis (seriousness criterion medically significant) with haematuria and haemorrhage urinary tract and nephrolithiasis (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced the second episode of abdominal pain ("abdominal pain that radiated into her back."). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and perineal pain ("perineal pain"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (total abdominal hysterectomy ). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, menorrhagia, pelvic pain, dysmenorrhoea, ovarian cyst ruptured, cystitis, cervicitis, the last episode of abdominal pain, perineal pain and nephrolithiasis had resolved and the genital haemorrhage outcome was unknown. The reporter considered cervicitis, cystitis, dysmenorrhoea, genital haemorrhage, menorrhagia, nephrolithiasis, ovarian cyst ruptured, pelvic pain, perineal pain, uterine perforation, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: after the essure removal, the cause of her problems became obvious, due to their resolution. Diagnostic results: on (B)(6) 2016: ultrasound scan showed essure device had migrated into the right side of her uterine wall. On (B)(6) 2017, the surgical report indicates that the right essure coil was protruding through the right cornual region. Most recent follow-up information incorporated above includes: on 24-sep-2020: quality safety evaluation of ptc. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure device had migrated into the right side of her uterine wall/right essure coil was protruding through the right cornual region'), menorrhagia ('menorrhagia'), pelvic pain ('severe pelvic pain/ pain'), dysmenorrhoea ('dysmenorrhea'), ovarian cyst ruptured ('left ruptured ovarian cyst'), cystitis ('cystitis') and nephrolithiasis ('possible kidney stone') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criterion medically significant), the first episode of abdominal pain ("abdominal pain") and cervicitis ("cervicitis"). On (B)(6) 2013, the patient experienced cystitis (seriousness criterion medically significant) with haematuria and haemorrhage urinary tract and nephrolithiasis (seriousness criterion medically significant). On (B)(6)2014, the patient experienced the second episode of abdominal pain ("abdominal pain that radiated into her back."). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and perineal pain ("perineal pain"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (total abdominal hysterectomy and total abdominal hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, menorrhagia, pelvic pain, dysmenorrhoea, ovarian cyst ruptured, cystitis, cervicitis, the last episode of abdominal pain, perineal pain and nephrolithiasis had resolved and the genital haemorrhage outcome was unknown. The reporter considered cervicitis, cystitis, dysmenorrhoea, genital haemorrhage, menorrhagia, nephrolithiasis, ovarian cyst ruptured, pelvic pain, perineal pain, uterine perforation, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: after the essure removal, the cause of her problems became obvious, due to their resolution. Diagnostic results: on (B)(6) 2016: ultrasound scan showed essure device had migrated into the right side of her uterine wall. On (B)(6) 2017, the surgical report indicates that the right essure coil was protruding through the right cornual region. Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received : product indication added , new event added abnormal bleeding. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure device had migrated into the right side of her uterine wall/right essure coil was protruding through the right cornual region'), heavy menstrual bleeding ('menorrhagia'), pelvic pain ('severe pelvic pain/ pain'), dysmenorrhoea ('dysmenorrhea'), ovarian cyst ruptured ('left ruptured ovarian cyst'), cystitis ('cystitis') and nephrolithiasis ('possible kidney stone') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2016: ultrasound scan showed essure device had migrated into the right side of her uterine wall. On (B)(6) 2017, the surgical report indicates that the right essure coil was protruding through the right cornual region. In 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criterion medically significant), the first episode of abdominal pain ("abdominal pain") and cervicitis ("cervicitis"). On (B)(6) 2013, the patient experienced cystitis (seriousness criterion medically significant) with haematuria and haemorrhage urinary tract and nephrolithiasis (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced the second episode of abdominal pain ("abdominal pain that radiated into her back."). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and perineal pain ("perineal pain"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (total abdominal hysterectomy and total abdominal hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, heavy menstrual bleeding, pelvic pain, dysmenorrhoea, ovarian cyst ruptured, cystitis, cervicitis, the last episode of abdominal pain, perineal pain and nephrolithiasis had resolved and the genital haemorrhage outcome was unknown. The reporter considered cervicitis, cystitis, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, nephrolithiasis, ovarian cyst ruptured, pelvic pain, perineal pain, uterine perforation, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: after the essure removal, the cause of her problems became obvious, due to their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: a normal size uterus: with the right essure coils apparently dislodged from the lumen of the fallopian tube. And protruding through the cornual region. Ultrasound pelvis - on (B)(6) 2016: suggestion of some migration of patient's intrauterine device. There may be some myometrial invasion on the right side. Most recent follow-up information incorporated above includes: on 1-jun-2021: medical record received. Reporter information added, case became medically confirmed. Lab data added. Incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device had migrated into the right side of her uterine wall/right essure coil was protruding through the right cornual region"), menorrhagia ("menorrhagia"), pelvic pain ("severe pelvic pain"), dysmenorrhoea ("dysmenorrhea"), ovarian cyst ruptured ("left ruptured ovarian cyst") and cystitis ("cystitis") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criterion medically significant), the first episode of abdominal pain ("abdominal pain") and cervicitis ("cervicitis"). On (B)(6) 2013, the patient experienced cystitis (seriousness criterion medically significant) with haematuria and haemorrhage urinary tract. On (B)(6) 2014, the patient experienced the second episode of abdominal pain ("abdominal pain that radiated into her back."). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and perineal pain ("perineal pain"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, menorrhagia, pelvic pain, dysmenorrhoea, ovarian cyst ruptured, cystitis, cervicitis, the last episode of abdominal pain and perineal pain had resolved. The reporter considered cervicitis, cystitis, dysmenorrhoea, menorrhagia, ovarian cyst ruptured, pelvic pain, perineal pain, uterine perforation, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: after the essure removal, the cause of her problems became obvious, due to their resolution. Diagnostic results: on (B)(6) 2016: ultrasound scan showed essure device had migrated into the right side of her uterine wall. On (B)(6) 2017, the surgical report indicates that the right essure coil was protruding through the right cornual region. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on 2010, and on an unknown date she reported adverse events including essure device had migrated into the right side of her uterine wall/right essure coil was protruding through the right cornual region(regarded as uterine perforation), menorrhagia, severe pelvic pain, left ruptured ovarian cyst and cystitis. The patient underwent surgery on (B)(6) 2017 (total abdominal hysterectomy). Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. Changes in the pattern or amount of menstrual bleeding have been reported with use of the insert. Pelvic pain is highly prevalent in women, and may have multiple causes. Urinary tract infection pathogenesis in women begins with colonization of the vaginal introitus by uropathogens from the fecal flora, followed by ascension via the urethra into the bladder. Rupture of an ovarian cyst is a common occurrence in women of reproductive age. Physiologic cysts, such as a follicular cyst or corpus luteal cyst, or pathologic cysts may rupture. In this particular case, the exact date and the mechanism of the events are not known and also no alternative explanation was provided for the events. This case was classified as incident since device removal was required via surgical intervention. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device had migrated into the right side of her uterine wall/right essure coil was protruding through the right cornual region"), menorrhagia ("menorrhagia"), pelvic pain ("severe pelvic pain"), dysmenorrhoea ("dysmenorrhea"), ovarian cyst ruptured ("left ruptured ovarian cyst") and cystitis ("cystitis") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criterion medically significant), the first episode of abdominal pain ("abdominal pain") and cervicitis ("cervicitis"). On (B)(6) 2013, the patient experienced cystitis (seriousness criterion medically significant) with haematuria and haemorrhage urinary tract. On (B)(6) 2014, the patient experienced the second episode of abdominal pain ("abdominal pain that radiated into her back."). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and perineal pain ("perineal pain"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, menorrhagia, pelvic pain, dysmenorrhoea, ovarian cyst ruptured, cystitis, cervicitis, the last episode of abdominal pain and perineal pain had resolved. The reporter considered cervicitis, cystitis, dysmenorrhoea, menorrhagia, ovarian cyst ruptured, pelvic pain, perineal pain, uterine perforation, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: after the essure removal, the cause of her problems became obvious, due to their resolution. Diagnostic results: on (B)(6) 2016: ultrasound scan showed essure device had migrated into the right side of her uterine wall. On (B)(6) 2017, the surgical report indicates that the right essure coil was protruding through the right cornual region. Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of product technical complaint. Company causality comment this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on 2010, and on an unknown date she reported adverse events including essure device had migrated into the right side of her uterine wall/right essure coil was protruding through the right cornual region(regarded as uterine perforation), menorrhagia, severe pelvic pain, left ruptured ovarian cyst and cystitis. The patient underwent surgery on (B)(6) 2017 (total abdominal hysterectomy). Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. Changes in the pattern or amount of menstrual bleeding have been reported with use of the insert. Pelvic pain is highly prevalent in women, and may have multiple causes. Urinary tract infection pathogenesis in women begins with colonization of the vaginal introitus by uropathogens from the fecal flora, followed by ascension via the urethra into the bladder. Rupture of an ovarian cyst is a common occurrence in women of reproductive age. In this particular case, no alternative explanation was provided for the events. This case was classified as incident since device removal was required via surgical intervention. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Follow-up information will be obtained through the litigation process.